Event description:
The pt experienced uncomfortable pulsing when the stimulation was turned off. She tried to turn the stimulation back on. An info power on reset (por) occurred, the cause was unk. There was no known emi/magnetic exposure and the stimulation was working earlier in the day. The pt was able to clear the info por and the issue was resolved. She was able to turn the stimulation back on and therapeutic paresthesia was restored. She was at home in fair condition.

Manufacturer narrative:
(B)(4).